Event description:
It was reported that the patient was scheduled for a revision of her leads because she did not feel they were providing her adequate pain relief. Impedance readings were normal and system was functioning normally. The four leads were removed and a single new lead was implanted. Postoperatively, she was getting good parasthesia to her affected areas.

Manufacturer narrative:
Lead 3888-45 lot# v505141 implanted: (B)(6) 2010 explanted: unk. Lead 3888-45 lot# v505141 implanted: (B)(6) 2010 explanted: unk. Lead 3888-45 lot# v505141 implanted: (B)(6) 2010 explanted: unk. Lead 3888-45 lot# v498303 implanted: (B)(6) 2010 explanted: unk. Recharger 37752 serial# (B)(4). Programmer 37743 serial# (B)(4). Extension model 3708220 serial# (B)(4) implanted: (B)(6) 2010 explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the ins was replaced 'so quickly," because it was defective. When the patient's leads were replaced, the ins was replaced the same day, the patient was sure of it. Follow-up is being conducted to determine why ins was replaced, any troubleshooting or actions taken to resolve issue. If received, a supplemental report will be submitted. Indication for use included failed back surgery syndrome.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was no longer a patient of one particular healthcare provider (hcp). The lead implant/revision was done by a different hcp who was no longer practicing. According to the stickers kept by the rep, only the lead was replaced and the implantable neurostimulator (ins) remained. It was presumed to be the ins implanted in 2010 unless it was replaced somewhere else and not registered. It was not known if any troubleshooting had been performed prior to the revision in 2012. She had most likely not been seen by any rep in the last couple of years.

Manufacturer narrative:
(B)(4).